Event description:
Info was received that reported a pt was hospitalized in 2008, due to an incident of hyperglycemia. Pt reports her blood glucose became elevated and she went to the hosp. Prior to admit, her blood glucose was >400 mg/dl. Upon admit to the hosp, her blood glucose was 513 mg/dl. She was treated with insulin and IV fluids. The insulin pump will be returned for eval; to ensure that it is functioning correctly and did not contribute to the reported incidence.

Manufacturer narrative:
The suspect device was returned and evaluated. Delivery and accuracy tests were performed, the device was found to pass all delivery and accuracy tests. The pump history was downloaded and analyzed no anomalies were found. No operational or functional failure was detected and the product was within spec.